Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump pased the basic occlusion test and the displacement test. No alarm for a compromised force sensor resistor was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners and a cracked display window.

Event description:
It was reported that the customer received a prime rewind alarm and insulin was squirting out of the insulin pump during a manual prime. Customer was disconnected at the time. The customer's blood glucose was 158 mg/dl. The insulin pump was reportedly not bumped, dropped, or exposed to water. The drive support cap did not appear to be damaged. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.